Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 110 mg/dl. In addition, it was reported that reportedly, there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. The customer continued using the pump for insulin therapy.